Event description:
On (B)(6) 2022, abbott point of care was contacted by a customer regarding I-stat eg7+ cartridges that yielded a suspected descrepant ionized calcium results on a patient. There was no patient information available at the time of this report. I-stat (B)(6) 2022 6:15pm 1.29, I-stat (B)(6) 2022 8:33pm <0.25, I-stat (B)(6) 2022 8:41pm 1.25, I-stat (B)(6) 2022 1:29am 0.62, I-stat (B)(6) 2022 1:35am 1.25, I-stat (B)(6) 2022 5:49am 0.79, I-stat (B)(6) 2022 5:56am <0.25, I-stat (B)(6) 2022 6:03am 0.74, I-stat (B)(6) 2022 6:46am 1.26, I-stat (B)(6) 2022 9:14am 1.25. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 12-apr-2022. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ag, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency has been identified.